Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava filter due to their history of deep venous thrombosis (dvt), pulmonary embolism (pe) and having a contraindication to anticoagulation due to recent head trauma. The patient also has a history of breast cancer, bilateral mastectomy, hyperlipidemia, mitral valve prolapse, frequent falls of which the patient suffered a frontal subdural hemorrhage and subarachnoid bleed, and seizures. During implantation of the ivc filter via right common femoral vein, the filter was placed in an infrarenal position without any complications. A repeat venogram showed good placement. Sometime post implantation of the ivc filter, when the patient stopped anticoagulation a thrombus was seen in the filter with a second pe. At this point, the patient was placed back on xarelto. It is reported that the patient was recommended to keep filter in due to difficulty of retrieval. However, no known retrieval attempt was performed at that time. Approximately on or about two years and twenty-nine days post implantation of the ivc filter, the patient underwent a fluoroscopically guided successful filter removal in its entirety via the right femoral vein due to filter provoking thrombus. At first, multiple unsuccessful attempts were made to retrieve the filter with a snare. Ultimately, a small alligator forceps were used to retrieve the filter. The patient tolerated the procedure well and with no immediate complications. A venography demonstrated no thrombus within the filter or venous occlusion, or contrast extravasation. A surgical pathology report of the ivc filter noted minute blood clots attached. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about two years and five days post implantation of the ivc filter. The patient reports to have a fractured filter, migration of fractured strut, and embedded filter in wall of the ivc. Approximately on or about two years and twenty-nine days post implantation of the ivc filter, the patient states to have undergone a successful second attempted removal of the filter. However, only one attempted removal of the ivc filter is documented. After the removal of ivc filter, the patient reports to have a fractured strut retained in an unknown location in the patient¿s body. The patient also reports to suffer from pain, depression, emotional distress, mental anguish, anxiety, and stress. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment and caused injury and damages to the patient. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava filter due to history of deep venous thrombosis (dvt), pulmonary embolism (pe) and a contraindication to anticoagulation due to recent head trauma. The patient also has a history of breast cancer, bilateral mastectomy, hyperlipidemia, mitral valve prolapse, frequent falls of which the patient suffered a frontal subdural hemorrhage and subarachnoid bleed, and seizures. During implantation of the ivc filter via right common femoral vein, the filter was placed in an infrarenal position without any complications. A repeat venogram showed good placement. The filter subsequently malfunctioned, including, but not limited to, embedment. At and unknown time post implantation of the ivc filter, when the patient stopped anticoagulation a thrombus was seen in the filter with a second pe. At this point, the patient was placed back on xarelto. It is reported that the patient was recommended to keep filter in due to difficulty of retrieval. However, no known retrieval attempt was performed at that time. Approximately two years post implantation of the ivc filter, the patient underwent a fluoroscopically guided successful filter removal in its entirety via the right femoral vein due to filter provoking thrombus. At first, there were unsuccessful attempts to retrieve the filter with a snare. Ultimately, a small alligator forceps were used to retrieve the filter. The patient tolerated the procedure well and with no immediate complications. A venography demonstrated no thrombus within the filter or venous occlusion, or contrast extravasation. A surgical pathology report of the ivc filter noted minute blood clots attached. Per the patient profile form (ppf), the patient reports a fractured filter, migration of fractured strut, and embedded filter in wall of the ivc. Approximately two years post implantation of the ivc filter, the patient reports a successful second attempted removal of the filter. However, only one attempted removal of the ivc filter is documented. After the removal of ivc filter, the patient reports to have a fractured strut retained in an unknown location in the patient¿s body. The patient also reports pain and anxiety. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots, pulmonary embolism and thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.